Event description:
PICC nurse inserted the line into the right medial cephalic vein. The patient developed a thrombus to the right subclavian, axillary and brachial veins two days later. The PICC line had been inserted without difficulty to 40cm. Good blood return was noted upon insertion, and the line flushed easily. X-ray confirmed good placement.